Event description:
While attempting to treat a pt (age & gender unknown) the device displayed "defib fault 72" and "pacer fault 116" messages and failed to power on via battery power. There was no adverse effect to the pt due to the reported malfunction.